Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead experienced placement difficulty. After placement, the lead dislodged from the septum to the right ventricular (rv) apex. The physician decided to position the lead in the rv apex and the position was then stable. The lead remains in use. No patient complications have been reported as a result of this event.